Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:a review of the pump black box data revealed pump reboots that support a power loss. The battery cap did not secure properly to the pump to maintain power. The battery compartment was observed to be cracked, and the battery cap threads were damaged. A power loss was duplicated. The pump was exercised for 24 hours with a test battery cap with no power interruptions. Unrelated to the complaint, the keypad cover was torn over the ok button. All of the keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump case was cracked near the battery compartment and the pump was losing power. The reporter allegedly could only keep the battery cap secured to the pump with tape. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.